Manufacturer narrative:
Complaint confirmed. The engineering logs were reviewed (see files section) and alert 68 was observed. The device was disassembled and the mainboard was found to be of an early revision which utilized a white solder mask. This mask was later determined to cause contact issue between the pcb and the surface-mount components. Although this device was able to power on, boot, actuate the speaker, actuate the haptic vibration motor, and enable the backlight, alert 68 was still annunciated. This indicates a communication issue between the host processor chip and the power rails.

Event description:
It was reported that an ilet displayed persistent alert 68 indicating a vboost over/under voltage condition despite multiple restarts, and the device was fully charged; a replacement ilet was arranged and the original will be returned. Symptoms included no reported adverse clinical effects. Outcomes included no impact on clinical care or daily activities. Investigation included device history review, technical support troubleshooting, and arrangements for return and analysis of the original device. Investigation of this case revealed that the alert persisted after standard resets, suggesting a potential internal power regulation or voltage control malfunction. It was concluded that the device experienced a malfunction related to its power management circuitry, and a replacement was provided.